Manufacturer narrative:
(B)(4). The reported field event of an alert for possible hv lead issue was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the alert could not be determined.

Event description:
It was reported that the patient presented in the emergency room after receiving appropriate hv therapy due to a vt storm. Some of the shocks were unsuccessful due to over current detection. The device was explanted.